Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had high blood glucose of 545 mg/dl and current blood glucose was also same. The customer also stated that, the was leaking. Customer reported the following symptoms related to their high blood glucose was thirsty. Customer declined troubleshooting for high blood glucose and just wants to troubleshoot the leak. The device will not be returned for analysis.